Manufacturer narrative:
(B)(4). Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due loose drive support disk. No failed battery test alert noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new battery, powered down, motor made grinding noise and was louder during rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.